Event description:
It was reported that the ilet bionic pancreas generated repeated ¿restart ilet alert 38,¿ consistent with consecutive stalled motor and possible insulin occlusion, after which the user changed the infusion set twice without resolution; a dry-run test delivered 165 units, and insulin delivery resumed after the cartridge was replaced. Symptoms included hyperglycemia with a peak value of 297 mg/dl and no reported clinical effects. Outcomes included no reported impact to health or need for medical intervention. Investigation included customer service¿guided troubleshooting and education. Investigation of this case revealed that delivery functionality was restored with a new cartridge and that no defects were noted in the user¿s supply batch. It was concluded that the event was attributable to a delivery interruption that was resolved through cartridge replacement, with no further action required.